Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, there was the possibility that this phenomenon was attributed to the temporary accidental failure of the fan of the cpu/gpu or the temporary contact failure of the fan cable.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during preparation for use the error e116 which indicated the subject device had malfunction was displayed. The service department of olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated and the subject device could function without any problem for two days running test, also the subject device passed the all tests. Furthermore there was no abnormality inside the subject device. There was no report of patient injury associated with the event.